Event description:
The reporter stated, an infusion scheduled for 6 hours was completed in 60 minutes. The reporter stated there was no adverse effect on the pt and no additional medical intervention was taken.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.